Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the physician tried to re-allocate the ipl in a better position, however, attempt to retract the tip was unsuccessful. Therefore, the ipl could not be re-allocated. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.